Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit's balloon ruptured and may potentially have blood back, later the patient expired. The patient had calcification and bilateral stents, after the procedure and arrival to the csicu is when patient coded and expired.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit's balloon ruptured at approximately 0148 a.m may potentially have had blood back and was removed, later that day, after a cardiac procedure and arrival to the csicu is when patient coded and expired, the patient had calcification and bilateral stents. Medwatch report number : 3400280000-2022-8003.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,e4.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse inspected the unit for blood, but found none. The fse then replaced the safety disk and crm as precautionary measure. The fse then performed a full functional check. The unit passed all functional checks and was then returned to clinical use.